Event description:
It was reported that during use on a patient, the display screen for the cardiosave intra-aortic balloon pump (iabp) froze, pumping stopped, and an alarm was generated. The end user was able to restart the iabp unit and continued therapy without issue. There was no patient harm; thus, no adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and observed fault code #112 logged in the iabp log files. The fse was unable to duplicate the customer's reported issue and as a precaution, replaced the backplane to coiled cord cable assembly and the coiled cord cable. The fse completed all safety, functionality, and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge representative has advised that the customer's reported event was not duplicated and the field service engineer (fse) is waiting on replacement parts to be received in order to complete the repairs. A supplemental report will be submitted when additional information is provided. The full name of the event was shortened due to field character limit; the full name is (B)(6) hospital.

Event description:
It was reported that during use on a patient, the display screen for the cardiosave intra-aortic balloon pump (iabp) froze, pumping stopped, and an alarm was generated. The end user was able to restart the iabp unit and continued therapy without issue. There was no patient harm; thus, no adverse event reported.